Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was having issues interrogating with his programming system. A company representative performed troubleshooting. Interrogations were performed with various combinations of the physician's programming system and the representative's system. The troubleshooting isolated the issue to the usb port on the physician's tablet. The physician was provided with a new tablet. No patient therapy was affected because the company representative's programming was used. The suspect tablet was received and underwent product analysis where it was observed that the tablet could successfully interrogate and perform diagnostic tests. Visual inspection did not observe any anomalies. The pa lab was unable to confirm the reported issue with the tablet's usb port. Additionally, it was reported that the serial cable was discarded therefore it could not be returned for product analysis.

Manufacturer narrative:
This information was inadvertently listed incorrectly on mfg. Report #0.